Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose levels were impacted.

Manufacturer narrative:
On (B)(6) 2015: during follow up with tandem technical support, customer indicated they were not experiencing any more fill estimate issues. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.